Manufacturer narrative:
Initial.

Event description:
It was reported that the glucose readings on the ilet were briefly interrupted, indicating intermittent communication loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, after which the blood glucose reading resumed without need for troubleshooting. No adverse clinical symptoms were reported as a result of this event. Outcomes included no health consequences or impact. User support included user-guided troubleshooting and education focused on causes of intermittent cgm signal interruption. Investigation of this case revealed that the event aligned with known intermittent cgm communication interruptions without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user and environmental factors affecting cgm-to-receiver communication.